Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that on saturday, all of a sudden, the patient's legs got twitchy all day; the patient's stimulation intensity was changed on its own from 4.5 to 5.6. The patient put the intensity back down the 30 minutes later the intensity was back up to 5.6. Every 30 minutes, the patient got twitchy because the stimulation was set too high on its own. The patient spent a whole day miserable especially in their knees for that was where the problem was for it gets twitchy. The patient usually had the stimulation at 5 during the day and 4 at night but the stimulation never changed on its own. The caller was redirected to their manufacturer representative (rep). Additional information was received from the manufacturer representative (rep). It was reported that the rep met with the patient and did diagnostics, everything read normal, she stated to the rep her controller had ¿acted up¿ and she took the battery out and put it back in and she hadn¿t had the problem again.